Manufacturer narrative:
(B)(4). G2: foreign: country: japan. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, a thin piece of metal appeared during insertion of the screw. The surgeon looked at the screw, and the area around the head appeared to be shaved. A thin piece of metal fell off the screw. There was no foreign body retained. All debris was recovered. It was reported that there was no patient injury, and no medical interventions. There was a 0-15 minute delay for screw replacement. No damage was noted to the screw prior to use. There were no contributing conditions related to the event. Surgical technique for the product was utilized. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and evaluated. A visual examination of the returned product identified that the hex, head, and taper below the head showed witness marks from insertion and use. The screw was confirmed fractured at the first thread below the head around the major diameter down to the distal tip of the thread form. The fractured piece was returned for evaluation. Product was sent for fracture analysis. Optical images of the fracture surfaces on the screw threads and the fragment did not reveal clear artifacts that suggest a mode of failure. However, the location of the fracture (screw threads) and its general appearance suggests that the screw thread surface was peeled off due to torsional shear overload. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined; however, the complaint is confirmed based on product review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.